Event description:
Implant did not work as planned. Implant didn't expand. Another implant has been used with success. There was no adverse pt consequence.

Manufacturer narrative:
Functional testing (shape recovery testing) confirmed that the returned device conforms to memometal specification. The root cause of this event is user error. As instructed by (B)(4) on (B)(4) 2011. MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corp.